Event description:
Reporter alleged the lancet device used for fingerstick glucose testing does not prime or fire when attempting to use. The manufacturer's evaluation department determined the lancet needle tip intermittently protrudes from the cap. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.